Event description:
It was reported that the patient experienced pain, inadequate stimulation and implantable pulse generator (ipg) not functioning properly when the new ipg was implanted. One of the ipgs was also not taking or holding a charge and was moving around. It was noted that dual stimulator interference was causing these symptoms. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.